Event description:
A venous pressure low alarm occurred during a routine hemodialysis treatment. The operator noted blood leaking where the arterial blood tubing connects to the dialyzer and immediately ended treatment without performing rinseback, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The disposable cartridge was not returned for eval as requested. The reported event cannot be confirmed. The user's guide contains probable causes for alarms and adequate instructions for alarm recovery. A review of the reported lot number found no other similar complaints reported. Nxstage medical considers this report closed. No additional info will be provided.